Event description:
It was reported that according to the parents of the pt, he no longer shows any reaction to sound or voice since (B) (6) 2009. Problems of the external parts were excluded. Testing showed that the device has malfunctioned. A skull x-ray didn't show any obvious abnormality. Any head trauma was denied. Physical examination didn't reveal any obvious abnormality.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.